Event description:
New information received states that there were no complications during the procedure.

Manufacturer narrative:
Investigation results will be provided on the final report.

Event description:
It was reported that the implantable pulse generator was unable to communicate due to the patient not charging the system in approximately two years. Device was explanted, and a new device was implanted to resolve the issue. Device therapy was restored post procedure. No further information is available.